Event description:
Customer reported issues a damaged and loose charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and further follow-up, so no additional corrective actions were taken.